Manufacturer narrative:
The email received for the (B)(4) study indicated that during index procedure, the patient had a peri-procedural pci. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, history of angina, history of allergy (phenergan) and smoker. Pci was performed on an 80% de novo lesion in the mid rca of 11mm in length in a 3.64mm vessel diameter with mild vessel tortuosity. The lesion was mildly calcified. A 3.5x13mm cypher stent was successfully deployed by direct stenting at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively. Date: (B)(4) 2010 09:55 24 hr clock: ck 42, ck-mb 0.7, troponin I 0.01. At 6-12 hours post procedure, date: (B)(4) 2010 23:21 24 hr clock: ck 45, ck-mb 3.8, troponin was not tested. At discharge, date: (B)(4) 2010 6:30 24 hr clock: ck 37, ck-mb 2.1 and troponin I 0.49. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15255299 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The email received for the (B)(4) study indicated that during index procedure the patient had a peri-procedural pci. At discharge, troponin I was .49 (upper limit .04ng/ml). Pci was performed on an 80% de novo lesion in the mid rca of 11mm in length in a 3.64mm vessel diameter with mild vessel tortuosity. The lesion was mildly calcified. A 3.5x13mm cypher stent was successfully deployed by direct stenting at 14 atm. The residual diameter stenosis measured 0%. Timi 3 flows were recorded pre and post-procedure, respectively.